Event description:
Profound and permanent neurological injuries [nervous system disorder], diagnosed with neuropathy [neuropathy peripheral], severe and permanent physical injuries/other injuries [injury], excess zinc [blood zinc increased], copper depletion [blood copper decreased]. Case description: an attorney reported that their client, an adult female who is now age (B)(6), used fixodent denture adhesive, version unk cream on dentures she received 13 years ago, unspecified total daily use beginning 1997, and reported the following: profound and permanent neurological injuries, diagnosed with neuropathy attributed to excess zinc and resulting copper depletion, severe and permanent physical injuries/other injuries that have left her confined to a motorized wheelchair and unable to perform her normal, customary and daily activities. Their client discontinued use of fixodent after she was diagnosed with neuropathy. Treatment: she received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.